Manufacturer narrative:
H11: the device was received for evaluation. Functional testing (primary and secondary set-up with bolus) did not identify any issues related to the reported condition. A review of the event history log was performed and the condition was not identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed incorrect therapy information and failed to alarm for an upstream occlusion. This occurred during a patient infusion. A secondary drug (1g levetiracetam in 100 ml of normal saline) was being administered in 15 minutes at 400 ml/h with the primary line being clamped. The nurse reviewed the pump and observed the pump was still set to the bolus (as if it were still in progress) even though the bolus was finished. Additionally, the primary infusion did not take over after the secondary infusion finished, as the primary solution was clamped; no solution flowed, however, the pump still showed 400 ml/h and the pump did not alarm for an upstream occlusion. The pump was powered off/on and the primary infusion restarted with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.